Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The memory log confirmed multiple attempts of delivered anti-tachycardia pacing (atp) and shock therapies. Atp and shock therapies appropriately delivered for parameters programmed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis of this device is currently in progress. This event will be updated as additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was measuring a right atrial (ra) pacing impedance of greater than 2000 ohms, and detecting noise. The device was programmed to vvi mode as a result of these observations. The patient reportedly received multiple inappropriate shocks for a supraventricular tachycardia (svt). This device was replaced during an ra lead revision, and returned for analysis.

Event description:
--